Event description:
This complaint was reported by a customer from USA. Delivery issue, suspected over delivery.

Event description:
This complaint was reported by a customer from USA. Delivery issue, suspected over delivery.